Manufacturer narrative:
UDI information (D4) and 510k (G3) are not provided within this report as this product (model: G407376) is an OUS configuration not available in the US and is therefore not referenced in the GUDID database.

Event description:
During the atrial fibrillation procedure, air aspirated from the sheath, and ST elevation and air embolism occurred. The sheath was inserted into the left atrium, and the Advisor HD Grid catheter was inserted into the sheath. After mapping the left atrium, the Advisor HD Grid catheter was withdrawn from the sheath, and it was noted that air was aspirated when performing aspiration. Multiple attempts were made to aspirate the air; however, the air could not be removed completely. The patient's ST segment elevated, and coronary angiography (CAG) confirmed the occurrence of an air embolism. After aspirating the air, the ST segment returned to normal, and repeat coronary angiography showed no occlusion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.